Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 11 years and 2 months post implant of this 32mm mitral bioprosthetic valve, it was explanted and replaced with a 31mm mitral bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a.4: weight in lbs: b.1: adv evnt/prod prob: b.5: event description d.3: MFR name: h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for replacement as systolic anterior motion, severe mitral regurgitation, moderate mitral stenosis, a peak gradient of 110mmhg and severe left ventricular outflow tract obstruction (lvoto). The patient also had symptoms of dyspnea and fatigue. A maze procedure and aortic valve replacement procedure were also performed concomitantly during this replacement. No additional adverse patient effects were reported.